Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio mesh on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the ventrio mesh. It is alleged that the patient sustained injuries on (B)(6) 2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2019) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio mesh on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against the ventrio mesh. It is alleged that the patient sustained injuries on (B)(6) 2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2020 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of ventrio mesh. Per operative notes, ¿a previously placed mesh was excised and a medium ventrio mesh was placed and secured through muscle using sutures.¿ (note: the previously placed mesh explanted during this procedure was unknown) (B)(6) 2020 ¿ patient was diagnosed with recurrent incisional hernia postoperative seroma thereby underwent open repair with removal of ventrio mesh. Per operative notes, ¿thick scar tissue was encountered. The chronic seroma cavity was excised. The recurrent hernia was noted and left side of the old mesh had pulled through the abdominal wall musculature at its area of attachment. The ventrio mesh was removed. The abdominal adhesions were taken down. A synthetic mesh was placed underlay and secured to the abdominal wall.¿